Event description:
An intravascular ultrasound (ivus) catheter was used to confirm stent placement in a lesion in the distal area of the left circumflex artery (lcx). The primary disease was ami (acute myocardial infarction). The lesion was 100% stenosed without calcification and moderately tortuous. The ivus was advanced to the lesion without difficulties and imaged successfully. As the physician was attempting to remove the imaging catheter from the lesion the imaging catheter got caught and resistance was felt. The physician removed the imaging core from the catheter, and inserted a guide wire into the catheter. The physician changed the direction of the distal tip and pulled the catheter, but the catheter became separated at the guide wire exit port and a segment of the catheter remained inside the patient. The segment was surgically removed from the patient the next day. Patient was reported to be in "fine" condition.

Manufacturer narrative:
New code request has been submitted for stuck in stent.